Event description:
Additional review indicated the event reported under manufacturer¿s report number 3004209178-2013-10623 pertains to this manufacturer¿s report number. Any additional information received pertaining to the event will be submitted under this report number.

Manufacturer narrative:
Product ID: 37751, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).